Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic assisted distal gastrectomy (ladg), after the second firing the surgeon clamped the tissue and pushed the green firing button, however could not fire the device. Replaced by a new cartridge, the procedure was completed with no problem. There was no adverse event or patient injury.